Event description:
Medwatch form received that states "1.5 cc of air injected into left subclavian pulmonary catheter. Only able to get 0.5 cc of air to return. Left subclavian pulmonary catheter removed. Balloon checked and found to leak air." Customer contact reports that the pt had a coronary artery bypass graft with interoperative catheter insertion performed on 1/19/1999. The pt was recovering in intensive care unit when the nurse injected 1.5 cc of air into the catheter for the purpose of obtaining a wedge pressure. The nurse was able to withdraw only 0.5 cc air return and the physician was notified. The physician ordered discontinued use of the port and catheter removal without replacement. The pt remained in intensive care unit for monitoring and condition was described as stable. There was no report of pt harm. No additional info was available.